Event description:
The customer reported that there was a communication failure error message. This error resulted in an a loss of fluoroscopic functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface (gib) pcb coin battery was evaluated and replaced. The gib software was also deleted and reloaded. The system was tested and found to be working as intended and returned to service.